Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does meet the requirements for an MDR. The MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on (B)(6) 2020.

Event description:
Customer reported a false positive while running the aries sars-cov-2 assay on qc samples. Customer ran zepto qc. Two sets on each tray. For one rep- the negative ran as positive. Cleaning on the hood was done before sampling and the negatives were prepped before opening the positive control. Data review: on (B)(6) 2022 customer health department of northwest michigan contacted luminex technical support to report a discrepant false positive result for aries sars-cov2-eua assay pn:50-10047 lot:ab5440a had occurred while running a 3rd party negative control sample. Customer provided run files show confirmation of expected results for 2 of the 2 positive control assay runs and 1 of 2 negative control assay runs. Discrepant result: aries m12v120112001-run#1102-b: cassette ID: 1cvcab5440221029a01832 ran at 07:42 am on 10/28/2022, sample ID: zepto neg qc, the orf1ab gene was detected at a CT of 21.0 and the n gene was not detected. Result was sars-cov-2 positive. Consumable review: no false results were reported during aql testing of lot ab5440a on 02/05/2022. There are no ncmrs associated with this lot. There are no additional complaint cases for lot ab5440a reported in salesforce at this time. Device review: aries system sn: (B)(4), module sn: (B)(4). Review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result. There were no service actions for the aries system nor module during the prior 6 months that would contribute to false results. Sample work-up: sample being tested was a 3rd party qc sample. No patient samples were reported to have false results. Conclusion: the root cause of the false positive cannot be determined. There are no ncmr's associated with the lot utilized. There is no indication of consumable or hardware malfunction. Escalation case 00828050 previously investigated the occurrence of false positive results. It was determined that while a false positive result is possible, the limitations section of aries sars-cov-2 package insert, 89-30000-00-865, establishes that 'the results of this test should not be used as the sole basis for diagnosis, treatment, or other patient management decisions.' The risk was assessed on ra-lmnx-20-0161 and determined to be low risk. No patient samples were reported to have discrepant results.